Event description:
It was reported the patient's left lead had migrated, and required surgical repositioning. It was stated the cause of the event was not related to the device or the implant procedure. The device was successfully repositioned. The patient outcome was reported as "resolved without sequela."

Manufacturer narrative:
Product ID segmented dbs lead, serial# (B)(4), implanted: 2011-(B)(6), explanted: na.

Manufacturer narrative:
Implanted: unk explanted: unk.